Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer alleged that the tandem mobile app delivered a bolus without user confirmation, however, a data log review by tandem technical support could not confirm this, but confirmed the customer requested a bolus after an auto correction bolus. The customer experienced a low blood glucose (bg) level of 47 mg/dl. Reportedly, the customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.